Manufacturer narrative:
Beckman coulter customer technical support (cts) evaluated the customer's issue with their au48 chemistry analyzer. No further information was provided in regards to the hospitalization. Upon follow-up with the customer, the customer stated their instrument is running correctly and would contact beckman coulter if further assistance is required. The customer has not contacted beckman coulter. The primary failure mode would not be identified. There is insufficient evidence of a system malfunction. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au480 clinical chemistry analyzer. The customer reported a patient was admitted to the hospital based on the erroneous results. There was no report of injury or death associated with this event. The customer did not provide patient demographics.